Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed two kinks at 24 cm and 107.5 cm. Functional testing was attempted; however, the device would not prime. During analysis at the kinked location 24cm, the hypotube was clearly broken open and completely separated. The device could not be functionally tested due to the extreme damage on the device. A pressure reading of 2.866 was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that a pump leak occurred. An angiojet solent omni was advanced for thrombectomy procedure. However, during the procedure, the catheter continued to ooze blood under thrombectomy mode. The procedure was stopped and was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed a hypotube break.